Event description:
Healthcare professional (hcp) reported patient (pt) was receiving hemodialysis on the baxter sps 550. Treatment was initiated at 0625 am and at approximately 0935, pt was complaining of cramping. Hcp checked the ultrafiltrate (uf) being removed and noted the uf was being removed too fast and no alarms were noted. Hcp rinsed the blood back to the pt and started treatment on another sps 550. Hcp administered approximately 300cc normal saline, placed machine in pause and finished treatment time remaining. Pt left ambulatory, alert and oriented. Treatment parameters: blood flow rate 400 ml/minute, dialysate flow rate 502 ml/minutes, treatment time four hours and forty-five minutes.